Manufacturer narrative:
The service rep removed and replaced the wig wag handle. System operates as intended.

Event description:
The customer reported the x-ray tech cut hand when wig was handle broke. No pt was involved.